Manufacturer narrative:
There was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while in sterile processing on unknown date, it was discovered that an application instrument for sternal zipfix was not properly tensioning. There was no procedure or patient involvement. This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 03.501.080, lot# 7606881. Manufacturing location: haegendorf, manufacturing date: sep 22, 2011. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service and repair evaluation was completed. The customer reported the device was missing a screw which prevented the device from tensioning. The repair technician reported the trigger was disconnected, and the screws and retaining nut were loose. Loose component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: gen 1 handle screw a (7), gen 1 handle screw b (7). The item was repaired per the inspection sheet, passed synthes final inspection on 27-aug-2018 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.